Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The insulin pump was received with scratched case, faded serial number label, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The device had wanted a new battery during the night. They had put in about 10 batteries. The customer¿s blood glucose level was 457 mg/dl when they woke up. They had spoken to their health care professional and did not want to troubleshoot for the high blood glucose. Troubleshooting was performed on the insulin pump but the display did not return. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.